Manufacturer narrative:
Reported event: the reported device was confirmed to be a femoral array, catalog: 112290, lot number: 19190615 which was reported to have a broken thread. Device evaluation and results: visual inspection: visual inspection shows damage to the first thread on the screw. Dimensional inspection: dimensional inspection was not completed as the visual and functional inspection was sufficient to confirm the complaint. Functional inspection the 112290 femoral array could not thread into the associated 112240 adaptor confirming the failure mode. Device history review: a review of the device history shows that (B)(4) parts were received, inspected and accepted into stock on august 9, 2016 with no failures. Complaint history review: a review of complaints related to p/n 112290, lot number 19190615 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode of broken thread on the femoral array was confirmed. The issue was noticed during a case but there was no patient involvement and the case was completed successfully. Corrective action/preventive action: no further action is required.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when he noticed broken threading on 2 degree of freedom adapter. The broken threading was found during bone pin placement on the femur.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when he noticed broken threading on 2 degree of freedom adapter. The broken threading was found during bone pin placement on the femur.